Event description:
Customer's spouse called to report the patient pulled off the pump and threw it on the floor during a low episode. It was also stated that the driver arms were bent. Spouse declined to perform any troubleshooting because the ambulance arrived on the scene to treat the customer.